Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we assume that the sheath was bent near the handle. Due to the increased sliding resistance between the sheath and the operating wire, it became impossible to move the operating wire. Forcefully operating the slider caused the operating pipe to deform. As a result of the above, the loop could not be detached from the hook. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device endoloop was stuck in the base of the polyp, and when we tried to ¿release¿ it, we couldn't because the handle was broken. This issue occurred during a therapeutic colonoscopy procedure. The procedure was complered with a backup device. There were no reports of patient harm.